Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 02/04/2026. An investigation was conducted on 03/23/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be slightly flexed away from the hot jaw at the center of the hot jaw but remained attached at the base and tip of the hot jaw. The shaft of the device was observed to be bent at the center of the shaft. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. No final testing was conducted due to the condition of the bent shaft. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire " was not confirmed, however, the analyzed failures "material twisted/ bent shaft" was observed. A lot history record review was completed for lots 3000524298, 3000524239, and 3000523536 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000524298, 3000524239, and 3000523536 . There were ncmrs documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the procedure, the vasoview hemopro 2 stopped cauterizing. During inspection, it was noticed that a heating wire was sticking out. Troubleshoot the device for a few minutes; a second device had to be opened. No harm was reported. There was a minimal delay.